Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient has recently felt her ipg pocket site getting hot about 30 minutes into recharging her ipg. She stated that she would stop the charging process due to the heating sensation and discomfort it produces. She reported that she charges her ipg only when she receives an "ipg battery low" warning, approximately every 2-3 weeks. A new charging system was sent to the patient. Follow up on the patient found that she experiences only a slight heating sensation with the new charger. The patient will follow up with her physician to evaluate the system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.